Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed and did not recover. It was not communicating, and no indicator light was visible at the back of the drawer. The customer attempted a reboot; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the cubie drawers 3.1 and 3.2 had failed and did not recover. A field service engineer (fse) replaced faulty control boards in drawer 3 and verified the access successfully. The system functioned as intended after field service engineer repaired the device.